Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode of fibrin/fibrin clots, because the defect was not evident in the testing of the retention lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes clotted. This event occurred 9000 times. The following information was provided by the initial reporter. The customer stated: "clot formation in plain tube(red top)".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes clotted. This event occurred 9000 times. The following information was provided by the initial reporter. The customer stated: "clot formation in plain tube (red top)".